Manufacturer narrative:
The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this malfunction is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The devices are labeled for single use.

Event description:
This report summarizes five (5) malfunctions. A review of the reported information indicated that model 0606560 chronic catheter allegedly experienced a fluid leak. This information was received from various sources. The five (5) malfunction involved patients with no known impact to the patient. The five (5) patients ranged from 47 to 69 years of age and 84 kgs to 180 lbs. Of the reported patients, four (4) were male and on (1) was female.